Manufacturer narrative:
Unit passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had button error alarm. The customer¿s blood glucose level was 224 mg/dl. The customer reported that they had button error alarm during normal use. The customer reported that the time clock was advancing. The insulin pump will be returned for analysis.